Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was displaying an error 2 message instead of providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear on the (B)(6) 2018 at 10 am. It is unclear what diabetes medications the patient takes to manage her diabetes. Fifteen minutes after the alleged issue, the patient confirmed to develop symptoms of feeling ¿thirsty and stress¿. The patient denied receiving any treatment in response to the alleged symptoms. At the time of troubleshooting, the csr confirmed the subject meter was not being used for the first time, the correct test strips were used however the patient was not following the correct testing process, the patient was applying the blood on the strip before inserting in the meter and used test strips that expired in (B)(6) 2018. The csr noted that when pressing the power button the error 2 message did not occur. The error message appeared before the countdown and the patient was unable/ unwilling to say what sub code was displayed above the meter. The patient did not have test strips and the issue remained unresolved. Replacement products were sent. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.